Event description:
It was reported that guidewire fractured occurred. The procedure was indicated to declot a dialysis access graft. The target lesion was located in a "total u-turn", very tortuous, arteriovenous fistula in the right arm. An angiogram was performed and angioplasty of radial artery inflow was attempted. A 300cm journey guidewire was selected and advanced into the brachial artery in the upper arm. A 3mm x 4cm unspecified catheter balloon was passed over the guidewire but was unable to pass the acute angle proximally into the radial artery and it was noted that the guidewire was bent. Attempt to withdraw the wire was made but the wire got fractured leaving the wire in the radial artery extending up in the upper arm brachial artery. The procedure was aborted and the patient was taken into the operating room where the physician revised the fistula and removed the piece of retained guidewire. The procedure was completed. No further patient complications were reported and the patient's status is fine. The patient was discharged following the outpatient procedure.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).